Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7155224.

Event description:
It was reported that during a lead removal, the lead contact was fractured. An x-ray was taken and revealed that the remainder of the lead is between the ligament and soft tissue and will be removed during a permanent implant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
It was reported that during a lead removal, the lead contact was fractured. An x-ray was taken and revealed that the remainder of the lead is between the ligament and soft tissue and will be removed during a permanent implant procedure. The abandoned tail was left in the patients body. The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional information was received that the abandoned tail of the lead was not removed during the implant procedure.